Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose levels as well as having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 139 mg/dl when the actual blood glucose level was 200 mg/dl. The customer reported another instance in which he received mulitiple low alerts and treated himself with glucose tablets and glucose gel. The customer then had high blood glucose of 457 mg/dl when the sensor was reading low. The customer was able to treat his high blood glucose. Troubleshooting was done. Nothing further reported.